Event description:
It was reported that iol was explanted by doctor, no further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section b3: date of event: unknown, not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: establishment name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.